Event description:
The patient & #39;s mother reported that the patient is having increase in seizures and postictal time. It was noted that the patient went two weeks without his AED. Clinic notes were also received and state that the patient has increased seizures and high impedance. The patient denied any recent trauma to neck or shoulder and there is no fever or swelling. The patient had surgery. The lead pin was re-inserted into the generator, but impedance was still high, therefore the lead was replaced. No other relevant information has been received to date.

Event description:
Patient presented with high impedance. The medical assistant did not have a suspected cause of the high impedance and noted that he was not aware of x-rays being performed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.